Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist one vessel sealer instrument was reported to not be sealing the patient's tissue adequately. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted nissen fundoplication procedure, the endowrist one vessel sealer instrument was not sealing the patient's tissue. There was no report that any fragments from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed.